Event description:
It was reported by a medical professional that while attempting to interrogate a patient's generator that the programmer "immediately goes to cancel and retry". No additional relevant information has been received to-date.